Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 3 it was reported that while using bd vacutainer® sst¿ blood collection tube, the customer noticed that the zinc result was too high on unspecified number of tubes. No other health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Clinical testing was not indicated due to off-label use of the device. Bd sst¿ should not be used for trace element testing. Only bd vacutainer® trace element tubes should be used for trace element testing. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for erroneous results zinc. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3. It was reported that while using bd vacutainer® sst¿ blood collection tube, the customer noticed that the zinc result was too high on unspecified number of tubes. No other health impact or consequence reported.